Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that the reported phenomenon was attributed to the excessive force, or the strong impact such as dropping a hard object or hitting something, due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was a crack on the power cord receptacle of the subject device. There was no report of patient injury associated with this event.